Event description:
After using to treat another cto lesion at sfa, subject guidewire was used for a cto lesion at bk area. During the procedure, guidewire distal end was trapped in the lesion nearby the ankle, the distal end was broken off and remained in the anatomy. Separated fragment was left in the vessel at the physician's decision. Pt is reportedly going well.

Manufacturer narrative:
Investigation of returned guidewire device revealed both core wire and coil were broken at approximately 31mm from tip end. Microscopic close observation revealed that the core wire was broken due to excessive rotational force to counterclockwise direction. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. It is inferred distal end of the guidewire was trapped in the cto lesion, where counterclockwise rotational manipulation was consecutively applied, so that the core wire and the coil was broken when the accumulated force exceeded the product design limit.